Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this rv lead had high impedances of greater than 3000 ohms with high thresholds and intermittent loss of capture. A fracture was suspected. The patient presented to the ER due to fainting and asystole greater than 2 seconds. This lead was capped and replaced.